Event description:
The affiliate reported that the patient became worse. The icp indicated a figure that seemed to be incorrect for the patient¿s condition and treatment. Another icp was placed for comparison and it was confirmed that the information for the 1st icp was incorrect.

Manufacturer narrative:
It has been communicated that the device and/or lot information is not available for evaluation. Without the device and/or lot information it is not possible for codman to conduct a proper investigation. If at some point the device and/or lot information does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed.